Event description:
It was reported the patient had been having trouble communicating with the implant for the last year since she had a fall and broke their hip. It was noted that prior to the incident they were using spinal cord stimulation (scs) daily. It was noted the patient program would turn on, but there was no communication. It was reported the patient was not feeling stimulation. It was noted the clinician programed interrogated the implant and showed a power-on-reset (por). It was reported the por was cleared, but when an impedance test was attempted, the por came up again. It was noted the impedances of 0-7 were read as around 400-1000 ohms. It was noted the patient did not feel anything during the test. It was reported impedances came up as ¿12???¿ as well. It was noted that a battery measurement said ¿status ok.¿ it was reported the implant was turned on and the patient was able to feel stimulation. Additional information reported the patient was not receiving therapy. It was reported the implant was at the end of life (eol) and only functioning intermittently. It was noted the patient had been sent for a CT scan and would follow up with their health care provider (hcp) to discuss the results. It was noted the patient is considering whether to have the implant replaced or not. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) was at end-of-service (eos) due to normal battery depletion. The patient had visited with their healthcare professionals (hcp) but the ins had not been explanted or replaced at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3887-33, lot# j0107902v, implanted: 2002-(B)(6), product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient product ID 3887-33, lot# j0209930v, implanted: 2002-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).